Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: unknown. Event description: during use, a large swab was pushed through the canular by [name redacted] and pushed out in to the abdomen - the clear protection disk. There are two pictures which can be provided. The scrub nurse had to record it in their internal system but thought it was user error as the swab looked too big. Type of intervention: products removed. Patient status: no clinical impact to the patient.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a clear component. Visual inspection confirmed the complainant¿s experience of shield dislodgment. The clear component was identified to be a shield, an internal plastic component of the seal. Based on the condition of the returned unit, it is likely that the dislodged shield was caused by the non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical¿s instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing."

Event description:
Procedure performed: unknown. Event description: during use, a large swab was pushed through the canular by [name redacted] and pushed out in to the abdomen - the clear protection disk. There are two pictures which can be provided. The scrub nurse had to record it in their internal system but thought it was user error as the swab looked too big. Type of intervention: products removed. Patient status: no clinical impact to the patient.